Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states they had run out of insulin. The customer states their most current level was 180mg/dl. The customer's level at the time of incident was unknown. The customer treated by going to the hospital. The customer states they could not get their device to rewind. The customer was assisted with set change.